Event description:
Instrument failure - in attempting to drill the posterior glenoid hole, the glenoid drill bit broke. The instrument was found broken into two pieces, both were removed. The surgeon stated he levered the drill on the humeral head causing the drill bit to break.